Event description:
It was reported that the rn in the intensive care unit (ICU) phone the clinical support specialist (css) to ask questions regarding a catheter that had become displaced. The intra-aortic balloon (iab) was inserted via a sheath in the pt's femoral artery. The rn stated that the pt was being "pulled up in the bed" for repositioning and the catheter was displaced and semi out of the pt (iab membrane not visible externally). The rn was concerned because the positioning sleeve had become disconnected at the hub of the bifurcation. She was not aware that it could disconnect there and not sure how to put it back. The pump had not been pumping and the doctor was on his way in to remove the iab. The rn stated that the pt was stable and the iab was likely going to be removed today so the doctor was not going to reinsert. The css verified that the alarm on the pump had been a high pressure alarm. There was no blood noted in the tubing. The css verified that this occurred at 0500-0600 cmt. The css explained that the iab should never be dormant in the pt for more than 15 - 30 minutes maximum due to the potential for clot formation. The rn stated they had been concerned about restarting the pump due to how far out the iab appeared to have been pulled. The css reviewed that in this situation they could have attempted to decrease volume in the iab to keep the catheter moving although it would not provide the desired assist, clot formation could be adverted and the doctor would have the option to reposition the catheter and continue pumping. However, due to the length of time this catheter had been dormant, the iab could not be re-inflated. Upon further discussion, this pt was transferred in from another hosp and the catheter had been secured via a stat lock device (no sutures). The css explained that our recommendation at this time was to suture both tabs in place. The rn stated that was their normal policy. The css and rn discussed that this was likely why the sleeve dislodged from the hub and catheter pulled. The css also reviewed how the sleeve could have been reattached. The css discussed the clot formation risk and pt assessment while waiting for the doctor. According to the css she will discuss this info with the css in the territory as well as the sales rep. The css also provided her direct number should the rn have any additional questions. The css also asked the rn to call her directly if there were any issues with removal. The css received no other calls. The length of time prior to this event is unk. There were no reported pt complications and the pt is currently stable.

Manufacturer narrative:
(B)(4).